Event description:
It was reported that an external fluid leak was observed at the connector of a polyflux 17l set fifteen minutes into hemodialysis therapy. The set was replaced, and therapy was completed without incident. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: updated information received "the location of the leak was observed between polyflux and its adaptor". A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.